Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was necessary due to the alleged device malfunction. A snare was used to remove the capsule from the patient. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for over ten years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.